Manufacturer narrative:
D10: 350-10-02 - ankle sz 2 locking clip: sn# (B)(6). 350-21-62 - tibial insert fb sz 2 lt 12mm: sn# (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via clinical study that the patient underwent an initial total ankle arthroplasty. Subsequently, the patient experience talar subsidence. Findings showed loosening of the talar component. As a result, the patient was revised. No further information available.